Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
Patient reported inability to activate pods due to alarms during priming, resulting in no active pod therapy and elevated blood glucose (value and units not provided). Patient reported development of diabetic ketoacidosis with associated symptoms of nausea, drowsiness, and weakness. Patient reported presentation to the emergency room, where an overnight stay occurred. Patient was treated with an intravenous drip for stabilization, and a new pod was applied. Exact date, symptoms, and additional clinical details are unknown, as the event was reported to have occurred some time ago; therefore, 15 june 2026 was selected as the occurrence date for reporting purposes. This represents the second of two similar events that occurred close in time. (Insulet reference numbers: (B)(4).